Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the cuff was tested prior to use. The cuff could not be inflated completely was found after intubation around 8 hours. The tube was removed and tested, a break was found on the cuff." Alleged event reported occurred during use. Medical intervention reported was replacement of the tube. Patient condition reported as "fine".

Event description:
Customer complaint alleges "the cuff was tested prior to use. The cuff could not be inflated completely was found after intubation around 8 hours. The tube was removed and tested, a break was found on the cuff." Alleged event reported occurred during use. Medical intervention reported was replacement of the tube. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One piece of actual sample was returned for investigation. A visual exam was performed and no defects were observed. The cuff pressure of the returned complaint sample was then inflated to 25mbar by using a calibrated endotest. The pressure of the cuff dropped rapidly. A leak test was performed and the sample was immersed in water. Air bubbles were observed coming from the cuff indicating a leak. The area of leakage was observed under magnification and a scratch mark was seen on the cuff. Based on the investigation performed, the reported complaint was confirmed. A 100% leak test is conducted at the manufacturing facility; therefore, any defects would be detected prior to release. As the failure was detected during use, it is most likely that it occurred during the intubation process, although this could not be confirmed.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, one piece of representative sample was retrieved from the current production lot at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The cuff pressure of the representative sample was inflated to 25mbar using a calibrated endotest meter. The cuff pressure was observed to be maintained at 25mbar for at least 30 minutes. The representative sample was then immersed into water to undergo a water leak test. No bubbles were observed flowing out from the cuff during the underwater test. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "the cuff was tested prior to use. The cuff could not be inflated completely was found after intubation around 8 hours. The tube was removed and tested, a break was found on the cuff." Alleged event reported occurred during use. Medical intervention reported was replacement of the tube. Patient condition reported as "fine".